Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an integrated apd set w/cassette leaked. The event was further described as ¿leaking from the main part that goes inside the cycler¿. This occurred during dwell one of four for peritoneal dialysis (pd) therapy. The patient was connected at the time of the event. New supplies would be used to continue therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.